Manufacturer narrative:
(B)(4). In response to FDA report number: mw510744. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, capsular contracture baker grade unknown, seroma-late.

Event description:
Patient reported via regulatory agency right side cold urticaria, seroma, pain, swelling, capsular contracture baker grade unknown, atypical vascular lesions, and rupture. Device has been explanted.